Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   (B)(4). Device evaluated by MFR: synergy ous mr 4.00 x 12mm stent delivery system was returned for analysis. The crimped stent was examined and distal stent damage was noted. Strut row 1 from the distal end of the stent was lifted. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in severely tortuous and severely calcified coronary vessel. A 4.00x12mm synergy¿ stent was advanced but failed to cross the lesion for several times. The device was removed and it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.